Event description:
It was reported the patient stated their device was not working. It was stated the patient¿s lead was replaced on (B)(6) 2013 and it was stated it was due to a therapy related issue and there was a lead malfunction. It was stated there was no patient injury. Additional information from the healthcare provider stated the cause of the event was lead displacement. The patient¿s lead was revised and replaced and the patient did not require hospitalization. It was noted there were no abnormal impedance measurements and reprogramming was done on (B)(6) 2014 and the patient had a good sensation of stimulation post-operatively. Reportedly, the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3889-28, lot# va0av65, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4), final device analysis of the lead revealed the following: the lead was electrically okay. It was stated the lead body was stretched.